Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and a cracked main body was observed. The reported condition was verified. The cause was undetermined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set cracked. This was observed during use of the device peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.